Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call device alarming and high blood glucose. The customer's blood glucose was 415mg/dl at the time of incident. Trouble shooting was performed and found software error detected during basal delivery. Assisted in clearing alarm and performed self test which passed. Customer decline to trouble shoot for high blood glucose which was caused by having a milk shake before bed and not treating. Advised the insulin pump does not need to be replaced. The device will not be returned for analysis.